Event description:
During an incident in 2007, involving a male patient with known heart disease and in cardiac arrest, this defibrillator analyzed the heart rhythm and advised shock, started charging, but it did not deliver shock. It charged again but was not able to charge more than 60%, and no shock was delivered. The display said that the unit needed to be charged and the unit gave a continuous beep. CPR was performed until an ambulance came with another defibrillator. The patient survived the incident.

Manufacturer narrative:
This defibrillator has been evaluated by the manufacturer who has concluded as follows: no incident ECG or device operation information is available for evaluation. Tests of the device confirm the device was not able to charge completely to 200 or 360 joules until numerous tries had been made, indicating a "charger 02" condition. The "charger 02" message prompts when a charge is not reached in 20 seconds and can be an indication of infrequent use of the device to charge and deliver shocks. The hs911 has an auto selftest feature that is performed every time the device is connected to a charger and it can be set to test the device every 24 hours while connected to a charger. The hs911 directions for use defines a preparedness checklist to be performed before and after clinical use that includes an auto selftest of the device and a periodic checklist that uses a heartstart tester to verify shock delivery and appropriate rhythm identification and treatment. Additionally, the dfu recommends the hs911 be serviced annually by qualified service personnel. This defibrillator had not been serviced by a laerdal service center since its sale in 1998. The main software for the hs911 was updated in 2001 to version f which includes a full energy charge-up during the auto selftest in order to prevent the "charger 02" condition in the case of infrequent use for shock delivery. Had this unit been serviced by a laerdal service center since that time, the update would have been performed.